Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2017 with the following findings: during investigation, the cartridge compartment was found to be cracked. Unrelated to the original complaint the battery compartment was found to be cracked. A leak test was performed and failed do to a leak in the battery compartment from the crack. The pump was opened and no further moisture was found. The pump was found not to power on, and was completely unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.